Event description:
Upon attaching infant transport ventilator circuit to mvp-10 transport ventilator, clinician was unable to pressurize the circuit. Tried multiple times. Switched circuit out with a new unopened package with same result. Clinician then discovered that the diaphragm from the exhalation valve was missing from all the ventilator circuits recently tried. A total of six circuits were missing the diaphragm from the exhalation valve.